Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered lead safety switch (lss) due to high out of range left ventricular (lv) lead pacing impedance measurements greater than 2000 ohms. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.